Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel smooth gel implant, catalog number 3507225. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel smooth gel implants and experienced bilateral rupture confirmed by physical exam. As a result, the patient will undergo removal and replacement with mentor gel breast implants of unknown type on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/07/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/07/18, it was reported to mentor that the date problem observed was (B)(6) 2018. The replacement devices were gel mentor memorygel breast implants 235cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/06/18, it was reported to mentor that the device history record (DHR) of lot number 8696 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained cloudy gel. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion can be determined at this time. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number (B)(4).